Event description:
Forming crystals -causing uti's - leaking - urine turns blue - growing into the bladder and having to go to the ER and have it surgically removed. Complaint was intially forwarded to one of unomedical's distributor. "Unomedical sdn.bhd" the MFR of the devices only received the offical complaint notification (product quality report) from distributor in febuary, 2004. Affected sample was not returned for evaluation.